Event description:
Procedure type: prostatectomy. According to the reporter: when the needle was inserted, the balloon was held by hand, then it burst. The fallen pieces were retrieved. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the patient cavity. No tissue was damaged. Operative time was not extended more than 30 minutes. No patient injury reported.

Manufacturer narrative:
(B)(4).